Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose levels, with a reading of 90 mg/dl. The customer experienced weakness, vomiting and low blood glucose levels. The customer also suffers from gastroparesis. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was not exposed to high magnetic fields. The insulin pump passed the prime and high pressure tests. It was also stated that the customer has been hospitalized every month since september of 2011 due to gastroparesis. Nothing further was reported.